Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. Additionally, there were visual indications of particulates around the catch post area and within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal inspection of the cycler found visual indications of dried fluid between the pump assembly and display assembly, and within the recess of the bottom cover adjacent to the pump. There was also visual evidence of a clog in hp2 filter. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a mushroom heads check. The cycler was found to have an insect infestation, and the cycler was quarantined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and reported that the screen of their liberty select cycler went blank during an unknown phase of setup. The ok and stop buttons started flashing and the patient noticed a ¿weird burning smell¿. The patient turned the cycler off and did not think they should turn it back on. Despite this, they rebooted the cycler. The ok and stop keys lit up, but the screen remained blank. The ts representative advised the patient to discontinue use of the cycler, and they were issued a replacement. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and stated they had capd/manual supplies to last for five days. They said they would use capd supplies to complete pd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment by doing a manual exchange. The cycler was scheduled to be returned to the manufacturer for physical evaluation, and the replacement cycler was expected to arrive the day after the follow up call was performed. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.